Event description:
Following successful implantation of cardiomems device, it was found that the right ventricle had been perforated and the patient had pericardial effusion. Following the implant procedure, the patient began complaining of back pain and chest pain and her blood pressure began to drop. A CT scan and echo were performed and the pericardia effusion was identified. A pericardiocentesis procedure was performed to drain the effusion. Patient was brought to intensive care unit for monitoring but remained unstable so was brought for open heart surgery to assess/repair source of pericardia effusion. Surgeon found and successfully repaired perforation injury in the right ventricle. Physician reported that he could not confirm if the wedge catheter or guidewire (both non-abbott devices: v18 control wire, straight tip short taper, .018in x 300cm, ref# (B)(4), lot #27363757) caused the perforation but stated that due to the location in the right ventricle he believes it was not caused by the cardiomems device. Patient is recovering from the surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).